Event description:
It was observed during the device inspection, the gastrointestinal videoscope's acoustic lens was damaged. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, damage of the acoustic lens was confirmed. This was due to the axis of switch 1 coming off, which prevented the switch from being pressed smoothly. Damage to switch 1 caused the image to freeze and be recorded on its own. Wear of the forceps elevator lever caused the upward/downward angulation control knob to be locked securely. A clogged nozzle resulted in the amount of water contact not meeting the standard value. The objective lens had a scratch. The adhesive of the bending section cover wore out. Deformation of the insertion section caused the connection between the bending part and the insertion section to come off. The insertion section had a cut. Wear of the angle wire caused the play of the control knob to be out of the standard value. Thus, the device did not meet the specifications nor the function and the root cause could not be determined. The event can be detected/prevented by following the instructions for use in: olympus gf-ue190 operation manual. Important information ¿ please read before use: do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage may result. Do not attempt to bend or twist the endoscope¿s insertion section with excessive force regardless of its flexibility. The insertion section may be damaged. Do not apply shock to the distal end of the endoscope, in particular the objective lens surface at the distal end of the endoscope. An abnormal endoscopic image may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage. Olympus will continue to monitor field performance for this device.